Event description:
Pt uses flange wafers (1 3/4"). Pt states that this lot did not stick to skin and believes the glue is faulty. Pt tried another box with the same lot number and it also did not stick to the skin and the pt had spillage from appliance.